Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 9 days of wear and the customer was unable to obtain readings and monitor glucose levels. It was further reported the customer experienced a loss of consciousness and required hospitalization, however no treatment details were provided by the reporter. The caller additionally reported the customer experienced a stroke; however, it should be noted that while over time prolonged hyperglycemia can increase stroke risk, there is no indication the inability to test while using a single sensor would have caused or contributed to the reported stroke. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.